Manufacturer narrative:
Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of capsular contracture and varied injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative states patient had concerns the left breast very hard, ¿lots of separation between breasts¿, and ¿areas of contracture¿, and the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life . The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device has been explanted. This record is for the left side.